Manufacturer narrative:
(B)(4). Lab evaluation confirmed the level sensor has an intermittent connection within the cable, at the sensor end. No visible sign of damage observed.

Event description:
It was reported that the cables which came with the level sensor and bubble detector have never worked. No other details regarding the nature of this event were provided. Diligence attempts are still ongoing.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The event occurred during the use of the device for a non-clinical activity. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.